Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post ablation surgery a lead impedance warning, low impedance and polarity switch were noted on the right ventricular (rv) lead. A lead impedance warning and low impedance were also noted on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that lead warnings occurred during the use of cautery. No long term changes or reprogramming required.